Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a chronic catheter placement procedure, trocar damaged when opened the package as there was a bend in the tube body. The procedure was completed by replacing with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the drainage catheter in which cannula and trocar needle were inserted. The pigtail thread was noted on the catheter. The drainage tube was noted to be bent at last drainage hole from the distal end of the catheter. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue for trocar, cannula and catheter. However, the investigation is inconclusive for the device damaged prior to use issue as the exact circumstances at the time of the reported event cannot be verified from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided pcn drainage catheter placement procedure using navarre opti drain. During preparation of the procedure, trocar damaged when opened the package as there was a bend in the tube body. The procedure was completed by replacing with another device. There was no patient contact.